Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The suspect batteries were installed in (B)(6) 2017. Per the fsr, the batteries dropped to 12.4218 amp hours (ah). He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect batteries will be sent to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries failed the release test. There was no patient involvement.

Manufacturer narrative:
Corrected information batteries dropped to 12.4281 amp hours (ah). Updated: device available for evaluation? During laboratory analysis, the product surveillance technician (pst) observed both batteries to passed all test. The batteries measured 13.0 volts direct current (vdc) and 12.9 vdc upon receipt (both typical). Conductance measurements were 484 siemens (s) for the first battery and 474s for the second battery (both passing). Data logs do not show an issue, but based on the release test results the batteries should be, and were replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.